Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occured. The target lesion was located in the tortuous and calcified right coronary artery. The lesion was pre-dilated with a balloon catheter, the physician attempted to cross the bifurcation of the posterior descending artery and posterior lateral using a 2.5mm x 12mm promus element plus stent delivery system (sds) but the device was unable to cross the lesion. When the sds was removed it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patent's condition was fine.

Manufacturer narrative:
Device is a combination product. Age at time of event - 18 years or older. (B)(4).